Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd micro fine plus pen injector needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples/photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.